Event description:
The patient reported that her infusion device was displaying frequent a4 (cartridge adapter) alarms. She changed her cartridge, adapter and infusion set tubing. The patient then reported that she primed the infusion device while it was still connected to her body. She reported, that the piston rod moved "too fast and too far" delivering approximately 50 units of insulin into her. At the time of the call, her blood glucose was 114 mg/dl. The patient reported that she was drinking orange juice to ensure her blood glucose did not drop. Upon follow up, the patient reported that she was doing fine and her blood glucose 97 mg/dl. The patient did not require medical assistance from a healthcare professional, or second party to address the issue. The product was requested to be returned for evaluation.